Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was being used? What firing did the event occur? The reported lot number for the cartridge h53u86 is not a valid lot number. What is the lot number for the cartridge? How much blood was loss (ml)? Did the patient require a blood transfusion? If yes, how many units? Did the post-operative care change based on the event?

Event description:
It was reported that during an unknown procedure, the device misfired resulting in an area of the vasculatoure that had not been stapled but had been cut. When the device was fired it only stapled part way through the site, but cut all the way through. The surgeon was able to easily control the bleeding with endo loops and clips. No harm to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what color cartridge was being used: blue; what firing did the event occur: first; how much blood was loss (ml): unk customer says minimal; did the patient require a blood transfusion, if yes, how many units: no; did the post-operative care change based on the event: yes used an endoloop.

Manufacturer narrative:
(B)(4). Batch # n53x7c. Per photographic evidence: two photos were provided: pictures shows the proximal part of the atb35 device with a cartridge tr35w lodge into the channel, and a front view of a tr35b reload, the reload seem to be partially fired, the left side was fully fired and the right side was partially fired 1/4. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Please refer to the device analysis for full analysis details and conclusion. The analysis results found that the atb35 device was returned in good visual condition and with one tr35w cartridge loaded on the device. The reload was received fully loaded with staples. In addition another tr35b cartridge was received partially fired and was noted to have a wedge band bypass as the left side was fully fired and the right side was partially fired 1/4. The cartridge lockout was found damaged. No evidence of damage on deck was noted. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with the returned cartridge (a) and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were noted to have the proper b-formed shape. The returned reload (b) was disassembled to verify the condition of the internal components; the wedge sled and cartridge body and some drivers were noted to be damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.